Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 500-600 mg/dl and a bolus via the pump was delivered to address bg. Cause of event was not known. Pump system check was performed and no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.